Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening supraventricular tachycardia with a "possible" relationship to the impella device used: ¿patient had pmh of svt (supraventricular tachycardia) . Patient had episode of svt on (B)(6) 2023. Patient was placed back on amiodarone drip. Impella placement was reviewed. It was founded impella was positioned too deep in lv (causing this arrhythmia). Impella was retracted. Patient had another episode7/26/23 night. Patient was monitored for svt throughout hospital stay until discharge.¿ the patient recovered with no sequelae.